Event description:
Manufacturer received a report of a fire involving a power wheelchair. An investigator stated that the cause was an accidental short of the wiring harness and the negative post of the battery. Batteries are not installed by the manufacturer. The chair has not been evaluated by the manufacturer.